Manufacturer narrative:
The ge healthcare field engineer (gehc fe) tested the aestiva 7900 and tec 7 at the customer site and did not reproduce the issue. The gehc fe completed a low-pressure leak test, tested concentration levels at 5 l/min for 1%, 3%, and 5%, and 2 l/min at 4%. All tests passed resulting in no issues found with the anesthesia delivery system of the vaporizer. The vaporizer was returned to use.

Event description:
The hospital reported a patient was connected to a tec 7 vaporizer that delivered less isoflurane than the dialed output setting. Reportedly, the patient experienced high blood pressure that necessitated control with medication. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: (B)(4).